Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while removing shield with a bd syringe 0.3ml 29ga 1/2in the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while removing shield with a bd syringe 0.3ml 29ga 1/2in the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about needle/shield separation from the barrel when removing the shield.